Event description:
Medical history: stress urinary incontinence, uterine prolapse, bartholins cyst. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,since surgery she started noticing pain in the right lower extremity initially around the medial thigh and then pain proceeded to right lower extremity with numbness, tingling and difficulty in moving the right lower extremity. Assessment: motor vehicle accident with right lower extremity pain in the past with acute lower extremity pain and weakness with sensory level from t12 onward on the right. Plan: cat scan and MRI were essentially negative for compartment syndrome, a type of bleed or nerve involvement.no dysmenorrhea, no frequency of urination, polyuria, burning on urination.underwent colonoscopy - there was minimal diverticulosis in the sigmoid colon, a medium-sized internal hemorrhoid was found in the rectum.no, as per the available medical records the patient did not undergo any mesh revision surgery but as per pfs, on (B)(6) 2013 underwent partial removal of mesh and tissue for focal chronic active inflammation.